Manufacturer narrative:
Evaluation summary: it were unable to determine the cause of the complaint from the repair information. The deformation of the channele is possible to be the cause of the feeling of resistance when passing through the treatment instrument. It was determined that the deformation of the channel made it difficult for the treatment instrument to pass through, and the customer felt resistance, leading to complaints.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the united states. The customer reported no video image and resistance primary biopsy channel involving pentax medical video bronchoscope model eb-1575k, serial number (B)(4). The customer stated the camera turns black and green and it is hard to get the biopsy forceps in. The timing and the location of the event is unknown. There was no report of serious injury, delay in procedure or required medical intervention. Multiple good faith effort attempts have been performed with no response as of 29-oct-2021. The customer owned endoscope has not been received by pentax medical for evaluation as of 29-oct-2021. Model eb-1575k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process.